Event description:
In 05/2005, arthrocare was notified of a clinical incident involving a magnum knothless implant. The pt had a shoulder arthroscopy for bilateral rotator cuff injuries in 09/2004. In march of 2005 the pt complained of continued pain so the surgeon x-rayed the shoulder and noticed a small wire extending from the anchor into tissue. Surgeon felt it in the pt's best interest to perform an exploratory arthroscopic surgery in 05/2005. During the second surgery, it was found that there was a small wire extending from the anchor. It was encased in calcium and confirmed through floroscopy. The rotator cuff repair looked good. The surgeon determined that a repeat rotator cuff repair and removal of the anchor was not warranted since the wire was encapsulated and the orginal repair was good. The pt has been seen in follow-up evaluations and is doing well.